Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter was confirmed. The product returned for evaluation was one 4 fr s/l powerpicc solo and a securement device. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. A diagonal split was observed at the 1 cm depth marker. A microscopic observation of the diagonal split in the catheter at the 1 cm depth marker a granular fracture surface and some whitened catheter material stretched longitudinally along the split. The fracture edges appeared to be slightly rounded. The corners of the split appeared to have whitening around the edges, and the overall catheter shape appeared elliptical. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported "we have had a patient with a 4f powerpicc solo line in situ, who has been receiving IV antibiotics via an elastomeric device whilst under our care. The line was found to have a kink last night that has caused the line to leak, and therefore, treatment was discontinued and the line removed. It was inserted 11.07.24 by the IV access team at another facility. The patient had to stop IV antibiotic elastomeric earlier than planned stop date." No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total catheter length 51cm, inserted to basilic vein, exit marking 6cm, secured with securacath. PICC used for antibiotics, via an elastomeric device. Unknown if there were any occlusions. Leak identified by kinking/fracture caused leaking at exit site. PICC used for 24 days. Xray images are available. Catheter site cleaned with chloraprep (3ml). Additional comments: district nurses reported kinking of catheter and leakage at exit site. Removed PICC to find fracture. Hospital wide vat.

Event description:
It was reported "we have had a patient with a 4f powerpicc solo line in situ, who has been receiving IV antibiotics via an elastomeric device whilst under our care. The line was found to have a kink last night that has caused the line to leak, and therefore, treatment was discontinued and the line removed. It was inserted (B)(6) 2024 by the IV access team at another facility. The patient had to stop IV antibiotic elastomeric earlier than planned stop date." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter was confirmed. The product returned for evaluation was one 4 fr s/l powerpicc solo and a securement device. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. A diagonal split was observed at the 1 cm depth marker. A microscopic observation of the diagonal split in the catheter at the 1 cm depth marker a granular fracture surface and some whitened catheter material stretched longitudinally along the split. The fracture edges appeared to be slightly rounded. The corners of the split appeared to have whitening around the edges, and the overall catheter shape appeared elliptical. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported "we have had a patient with a 4f powerpicc solo line in situ, who has been receiving IV antibiotics via an elastomeric device whilst under our care. The line was found to have a kink last night that has caused the line to leak, and therefore, treatment was discontinued and the line removed. It was inserted (B)(6) 2024 by the IV access team at another facility. The patient had to stop IV antibiotic elastomeric earlier than planned stop date." No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total catheter length 51cm, inserted to basilic vein, exit marking 6cm, secured with securacath. PICC used for antibiotics, via an elastomeric device. Unknown if there were any occlusions. Leak identified by kinking/fracture caused leaking at exit site. PICC used for 24 days. Xray images are available. Catheter site cleaned with chloraprep (3ml). Additional comments: district nurses reported kinking of catheter and leakage at exit site. Removed PICC to find fracture. Hospital wide vat.